Event description:
The customer reported that during a colectomy procedure, the staff encountered a no seal problem while sealing on a less than 7mm vessel. A covidien lf1637 handpiece and forcetriad generator with setting at two bars was used at that time. A second handpiece was opened but was found not to work either. The procedure was converted to open. There was unanticipated blood loss of more than 500 cc. The surgical time was extended more than 30 minutes. The second hand piece and another forcetriad were used to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1637, concomitant, was received for evaluation. The unknown ligasure was not returned. The investigation did not identify anything that would have caused or contributed to the reported event. The device was tested for activation on a saline soaked towel with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : 12/11/2014. Date of follow-up report : 01/08/2015. The investigation of the generator did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. To date the two handpiece devices have not been received for evaluation. If the samples are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.